Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 17966094/17966092.

Event description:
It was reported that the patient was experiencing pain. No device malfunction was suspected. All device components were explanted. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.